Event description:
Pt was an (B)(6) female with right middle cerebral artery (mca) m1 occlusion. Physician made two passes with a merci retriever v 2.5 soft for the occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 1 after treatment. Vascular occlusion of anterior cerebral artery (aca) a3 occurred during procedure. The 40.0 mg of tissue plasminogen activator (t-pa) was administered to the pt intravenously during procedure. External cerebral decompression was performed on (B)(6) 2011 as medical intervention since the revascularization was not achieved with the merci retriever. Physician believes that the occlusion at a3 had already been present when merci microcatheter (mc 18l) reached right mca and angiography was performed. Physician also stated that the vascular occlusion is not related to the use of merci devices as it was present prior to insertion of the mc 18l.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., patient factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the mfg records for the merci retriever v 2.5 soft device could not be reviewed.